Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer attempts fill tubing process with existing cartridge and site and resumes insulin.